Manufacturer narrative:
(B)(4). Baxter received an evaluated the device. Evaluation could not reproduce reported symptom of "device stopped infusing without user input." However, a functionality test was performed on the unit multiple times and found low current readings on the downstream sensor with a fluid filled set loaded which would cause downstream occlusion alarms and stop infusion. The downstream pressure plate gap was also found out of specification. The downstream shim was re-calibrated and the downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump had stopped infusing heparin to a pt during therapy in the progressive care unit (programmed amount and delivery rate unk). It was also reported there was no pt injury.